Event description:
Caller tested 3.4 inr on the coaguchek xs system while a comparison lab returned as 1.6 inr. Caller states coumadin dose changes weekly based on meter results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that during use the stockert generator gave a hardware error 9 message. While the users were troubleshooting, a drop in the patient's blood pressure was noted. A stat echo cardiogram was performed. In spite of multiple attempts requested for more information, no further detail on patient's treatment or medical intervention has been provided.